Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/22/2013 with the following findings: during testing, the display was found to be faded and discolored. The keypad was found to be fully intact; no damage was observed. During testing, all keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a faded and discolored display. Additionally, investigation revealed that all keypad buttons were intermittently unresponsive and contamination was under all button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/22/2013.